Manufacturer narrative:
The device history record (DHR) of lot number 5570144 was reviewed on 6/11/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 6/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/6/2018. Device evaluation summary: on 5/10/2018, mentor smooth round high profile 420cc saline prostheses were received by the mentor failure analysis lab with no accompanying information. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. The device appeared intact. No anomalies were observed. No information was provided about the device returned. There is no root cause since no anomaly was reported and no issues/damages were observed. At this time is not possible to determine the origin of the white material observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, lot #5570144. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, mentor smooth round high profile 420cc saline prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. One of the returned devices appeared deflated upon visual inspection, and will be reported as such, as deflation is common cause for medical device removal. As a result, the prostheses will be conservatively reported to FDA. (See 1645337-2018-03394 for contralateral prosthesis report).